Event description:
Patient presented in the clinic after notifier vibrated for high hv lead impedance. The patient had a prior pace/sense lead fracture. The hv portion remained implanted. Hv lead impedance trends read both portions of the svc vector high. Under fluoroscopy, it was evident that the lead had been completely fractured. During the surgical procedure, the physician had difficulty removing the distal portion of the lead below the fracture. The patient reportedly suffered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Both asystolic and fibrillation episodes during the procedure that required intervention. The decision was made to cap the remaining portion of the lead and leave it implanted.